Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated catheter restriction and autofill failure alarms. The customer verified all connections were secure and appropriate. They also reported that there was no blood or discoloration noted in the helium tubing. A kink was noted in the iab about five inches from the patient¿s insertion site. It was explained that this kink was likely the culprit and suggested they call the provider to assess. They also changed out the iabp which was unsuccessful. The provider came to the bedside and attempted to release the kink which was unsuccessful. At the team¿s request, the getinge representative explained how to inflate the iab manually. At that point, they said they were heading to the cath lab to check position, attempt catheter reposition, and potentially remove the iab if necessary. It was later reported that the iab was removed with ease and the patient was doing well. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated catheter restriction and autofill failure alarms. The customer verified all connections were secure and appropriate. They also reported that there was no blood or discoloration noted in the helium tubing. A kink was noted in the iab about five inches from the patient¿s insertion site. It was explained that this kink was likely the culprit and suggested they call the provider to assess. They also changed out the iabp which was unsuccessful. The provider came to the bedside and attempted to release the kink which was unsuccessful. At the team¿s request, the getinge representative explained how to inflate the iab manually. At that point, they said they were heading to the cath lab to check position, attempt catheter reposition, and potentially remove the iab if necessary. It was later reported that the iab was removed with ease and the patient was doing well. The iab was replaced and two days later, the patient went to surgery. A few hours post-op, the console started alarming but was not replaced. There was no patient harm or adverse event reported. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2024-00014.

Manufacturer narrative:
Additional reporter: (B)(6). Complaint record ID # (B)(4).